Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had multiple issues with insulin pump. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer states that the battery life diminished, only lasting two weeks on recommended brand or brand new battery, insulin pump rejects new battery every time customer have to change it, sometimes more than once before it was take, bolus button hard to press and did not respond as quickly, battery cap worn and scratches on screen. The device will not be returned for analysis.